Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on an unknown date, a novasure procedure was performed, and the cavity width was in the red zone, the physician drew back the array multiple times to reduce the width of the array by 0.5cm. The physician started the cavity check, but this failed twice. Then removed the novasure and looked back inside with the hysteroscope but couldn¿t see any lesions or perforations. The physician reported that was going to do a laparoscopy anyway, and proceed to this. On laparoscopy, there were two tiny holes near to/just medial to the fallopian tubes bilaterally. The ablation was not performed due to the safety mechanism of the device. The patient was later reported to be scheduled for a hysterectomy. No other information is available.